Manufacturer narrative:
The reporter informed the company that the product will not be returned for investigation.

Event description:
Consumer reported that the toothbrush head came away from the stalk while brushing. The consumer found a screw was in it. No injury was reported.